Event description:
Baxter product surveillance received notification from baxter affiliatethat the spike of the y-set broke while disconnecting from the transfer set. No pt injury/medical intervention associated with this incident.

Manufacturer narrative:
Baxter's product surveillance dept is pursuing add'l info regarding this incident. A follow up report will be submitted when add'l info is received.